Event description:
The user facility reports that during a procedure, the dermatome gashed a patient instead of taking the graft. On 09/12/2008 additional information: the director of the operating room and the patient care coordinator reported that while the surgeon was attempting to take a skin graft from the patients thigh, the dermatome caused a 4 inch long laceration that was closed with sutures. They had no information on the depth of the wound. They further reported that the device stopped working, no graft was taken with this device, and a second dermatome was used to take the graft.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.